Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. On (B)(6) 2017, the patient was followed up again and programming changes were made to resolve the issue. No further information was available.